Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after successfully delivering three shocks to the patient the device inappropriately shut down before the fourth shock could be delivered. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing with a known good battery without duplicating the report. An internal inspection of the device found no discrepancies. The device was received with a disposable battery pack that was depleted at 3.9 volts. A review of the device logs indicates the first entry of the day is a "patient impedance st failure" which has been present for two months prior to the event date, which shows the device was not maintained as recommended. The clinical log from the device was reviewed and does not show any evidence of the customer's report of the device powered off inappropriately. The device was recertified and returned to the customer. No trend is associated with reports of this type.